Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that the patient has had a revision surgery due to pain, swelling and dysfunction due to the failure of the patellar component of the s&n gen ii tk system.